Event description:
It was reported that in the pt's room, the same day the catheter was placed, a leak was found near the injection hub of one of the extension lines. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.